Event description:
A customer reported that they observed that the datalog from the cell-dyn 3200 sl had superimposed the last names of patients from one sequence number and causes a new name to print out. This issue occurs when a request is made during sample runs. No impact to patient management was reported.

Manufacturer narrative:
This is an initial report. An investigation is in process. A final report will be submitted when the investigation is complete.